Event description:
It was reported that a perforation was located in the saphenous vein graft to obtuse marginal (svg to om). The graftmaster stent was implanted, but due the large size of the perforation, angiogram post stenting noted a 2% distal area of perforation remaining. The patient was left under observation, but brought back to the cath lab two days later for intervention to seal the remaining area of perforation. The perforation was successfully sealed by implanting an unspecified stent. The final patient outcome was reported to be good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.